Event description:
Ongoing issues with artifact on the MRI images that appear to correspond with use of medrad veris MRI monitoring system. A "line" or "grainy" appearance has been noted on the MRI images when the monitors are in use in the room only. Concerns for patient safety due to additional scanning causing delays in patient care and decreased image quality.health professional's impression: multiple tests have been done per clinical engineering that seem to point to monitor interference. There is no artifact in either MRI rooms unless the medrad monitor is in use in the room.